Event description:
(B)(6) -the dealer reported that the m91 power wheelchair joystick was logging on and increasing speed without command. During one of these episodes it ran into the tv stand, the tv fell off, hitting patient's right knee, and landing on his left foot. Emergency medical attention was sought as patient sustained cuts and broken bones on his left foot. Should we receive additional information, this file will be reviewed, and a supplemental report will be submitted.